Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. A manual drop test for intermittency was performed and the test passed. The device was determined to be operating within the required specifications without malfunction. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's wife contacted dexcom on (B)(6) 2015 to claim intermittent audio output on (B)(6) 2015. It was reported that the patient had a hyperglycemic with readings of over 400mg/dl, resulting in a hospital visit. Upon arrival at the hospital the patient's glucose readings went down to 180mg/dl. No medical treatment was needed at this time. Subsequently due to the high glucose readings the patient got an infection, this was treated with codeine and an antibiotic (unknown). No additional even or patient information is available. The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. It was reported that the patient had taken medication(s) that contain acetaminophen. It should be noted that the dexcom g4 (tm) platinum continuous glucose monitoring system user's guide states: make sure you have not taken any medications containing acetaminophen (such as tylenol).